Event description:
It was reported that when preparing for the bolus chase operation, the table top drove at high speed when the enable button was jpressed. Ti happened again almost dislodging the patient.